Event description:
During the case the system fault occurred while driving with the mid. The physician rebooted the system and restarted the case. No patient injury has been reported.

Manufacturer narrative:
The system fault occurred during the procedure while driving with the mid. The customer decided to reboot the system and continued the case with. No patient injury was reported and the system responded as designed when detecting a fault condition. Subsequent to the initial evaluation, additional review determined that in this specific case, the error message was incorrectly activated and no actual hardware fault existed.